Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The ht versaturn guide wire referenced is being filed under separate medwatch report.

Event description:
It was reported that the procedure was performed to treat a 90% stenosed, mildly tortuous, and mildly calcified lesion in the distal right coronary artery. A 014 ht versaturn guide wire was advanced to the lesion. Following pre-dilatation with an unknown balloon catheter, a 2.75x28mm xience v stent delivery system (sds) was being advanced; however, the sds met resistance with the anatomy. On further advancement of the sds, resistance was felt with the guide wire and the sds could not be advanced further and became stuck on the guide wire. The sds and guide wire were removed together. The procedure was successfully completed with another unspecified guide wire and a non-abbott stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported physical resistance was unable to be replicated in a testing environment as it is based on operational circumstances. The reported difficulty to position and difficulty to remove could not be confirmed due to the condition the device was returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the 90 percent stenosed, mildly tortuous, and mildly calcified anatomy during advancement across the lesion causing the reported physical resistance. Handling and manipulation of the device due to the reported interaction with the anatomy and physical resistance likely caused the noted damage to both the stent delivery system (inner member bunching, outer member wrinkled) and guide wire (kinked core, misaligned coils). Additionally, the interaction between the damaged devices likely caused the reported difficulty to position and difficulty to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.